Event description:
It was reported that after implantation of lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI), the patient experienced a return of pain and pain at the implantable neurostimulator site. A device revision was performed, and the leads were repositioned, which restored coverage. The issue was reported as resolved. No injury was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-nov-2029, UDI# (B)(4) ; product ID: 977a260; serial/lot #: (B)(6), ubd: 07-nov-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.